Manufacturer narrative:
(B)(4). The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure, the assistant attempted to insert the jagwire into the bile duct, however resistant was felt and the insertion was stopped. An injections of contract media revealed that the guidewire had incorrectly been inserted beneath the mucous membrane. The guidewire was removed. It was reported that the distal tip coating had detached into the patient's mucous membrane, exposing the metal tip of the corewire. The detached coating remains inside the patient. The physician believes that the detached fragment will pass naturally. There are no plans to perform additional treatment. The procedure was completed with another of the same device with no patient complications.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during the procedure, the assistant attempted to insert the jagwire into the bile duct, however, resistant was felt and the insertion was stopped. An injections of contract media revealed that the guidewire had incorrectly been inserted beneath the mucous membrane. The guidewire was removed. It was reported that the distal tip coating had detached into the patient's mucous membrane, exposing the metal tip of the corewire. The detached coating remains inside the patient. The physician believes that the detached fragment will pass naturally. There are no plans to perform additional treatment. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
A visual examination of the returned guidewire revealed damage to the pebax tip, exposing the tip of the metal corewire. The ptfe jacket and corewire did not reveal any damage and the outer diameter of the guidewire was found to be within specification. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failure. No patient complications were reported. Therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints have been reported for lot #15430678.